Event description:
Boston scientific received information that during a device check, it was noted that this right ventricular (rv) lead exhibited high out of range pacing impedance in both unipolar and bipolar configurations. The patient's intrinsic pulse was between 60-70bpm and there was no report of adverse patient effects. The device was programmed to vvi at 30bpm. A lead fracture was suspected. A revision procedure took place. This lead was surgically abandoned, and a new lead was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.